Manufacturer narrative:
No injury was reported. Qiagen is reporting this incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product.

Event description:
A suspected false positive result for the sars-cov-2 target obtained for 1 patient with the qiastat-dx respiratory sars-cov-2 panel.